Event description:
It was reported that the device had low impedance with a sudden increase in atrial thresholds observed with atrial capture management. The caller also stated that p waves were low. It was further reported that there was a "bunch of noise on the lead." The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: added caller information that amplitude was low. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead impedances are trending downward.

Event description:
It was reported that the device had low impedance with a sudden increase in atrial thresholds observed with atrial capture management. The caller also stated that p waves were low. It was also reported that there was a "bunch of noise on the lead." Also expressed continued concerns with the capture management trending, and higher thresholds. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had low impedance with a sudden increase in atrial thresholds observed with atrial capture management. The caller also stated that p waves were low. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. The lead impedances are trending downward. (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the device had low impedance with a sudden increase in atrial capture management. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.